Event description:
Patient was receiving photoelectric vaporization of the prostate with green light hps laser when the laser malfunctioned and was removed. It was found the laser fiber had a hole. Was taken out of the room and given to vendor. No harm to the patient.